Event description:
Pt was referred to electrophysiology laboratory for an atrial lead extraction. During this procedure a j wire was placed into the vasculature and the peel-away sheath placed over the wire. The new atrial lead was advanced through the sheath. When attempting to remove the sheath by pulling tabs apart, a portion of the sheath remained in the vasculature. Physician attempted to remove sheath by repeatedly pulling on tab. Approx 2/3 of sheath was freed when pieces snapped. Fluoroscopy showed that pieces of sheath remained in place, hooked on the j portion of the wire. This material was finally extracted with a goose-neck catheter introduced into the rfv. Atrial replacement then continued without event.